Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the infusion site. The customer did not see insulin coming from infusion tubing. The customer's blood glucose (bg) level was 454 mg/dl. The customer was in the hospital for a nonrelated cardiac issue and the bg level was being managed by the hospital. The customer declined to complete a system check with tandem technical support to determine a possible cause of the occlusion. The customer indicated that the cartridge was to be changed.